Event description:
Don¿t stay securely attached, come loose from the electric toothbrush hand piece - oral-b [device connection issue]. Have exact same model, but there¿s one difference: holder on toothbrush head is a few millimeters longer - oral-b [device physical property issue]. Case narrative: a father reported via e-mail that the oral-b toothbrush heads on his son¿s oral-b toothbrush did not stay securely attached and came loose from the electric toothbrush hand piece mid-brushing. He reported that he had the exact same model oral-b toothbrush, but the holder on his toothbrush head was a few millimeters longer. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Don¿t stay securely attached. Come loose from the electric toothbrush hand piece - oral-b [device connection issue]. Have exact same model, but there¿s one difference: holder on toothbrush head is a few millimeters longer - oral-b [device physical property issue]. Case narrative: a father reported via e-mail that the oral-b toothbrush heads on his son¿s oral-b toothbrush did not stay securely attached and came loose from the electric toothbrush hand piece mid-brushing. He reported that he had the exact same model oral-b toothbrush, but the holder on his toothbrush head was a few millimeters longer. No injury was reported. 16-aug-2022 case update: the suspect product lot was 1cd91852018. No injury was reported.

Manufacturer narrative:
23-feb-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.